Event description:
The customer reported that the system did not boot up. There was no display on the console. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found that the fuse f4 was faulty. The system was repaired, found to be operating as intended, and released to the customer for use.